Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the text on the display screen was found to be dim and the letters had a red hue. Unrelated to the complaint, the battery compartment was found to be cracked along the side. Also unrelated to the complaint, the keypad was torn below the ok button. All keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all button contacts. The audio bolus button was also found to be inoperable and the button cover was torn. The bolus button cover was removed and there was physical damage observed on the slug. The threads on battery cap were found to be stripped and the battery cap was unable to secure to the pump. A test battery cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.